Event description:
It was reported that while using the navigation system ii cart with the express knee software, multiple surgeons felt that their tibial bone resections were erroneous. The bone cuts were revised prior to the placement of implants where additional bone was resected from the tibia. The procedures were completed successfully without a clinically significant delay. There were no adverse consequences as a result of the events.

Manufacturer narrative:
Incorrectly digitized points were found during the evaluation of the provided log files, which was determined to be a potential cause of the reported event. No failures with software or hardware could be determined.

Event description:
It was reported that while using the navigation system ii cart with the express knee software, multiple surgeons felt that their tibial bone resections were erroneous. The bone cuts were revised prior to the placement of implants where additional bone was resected from the tibia. The procedures were completed successfully without a clinically significant delay. There were no adverse consequences as a result of the events.